Event description:
It was reported that, "patient stated she had right hip replacement in 2005, and a left hip replacement in 2006. Patient stated she is experiencing pain on her left hip and also has an infection. She also stated that she has been treated by her surgeon and she is due for a revision in 2008."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.